Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient experienced an issue with an infusion set on (B)(6) 2024. Patient reported that infusion set cannula/needle had broken. No further information was available.